Event description:
It was reported that the nurse was attempting to initiate hypothermia at 36c on the arctic sun device and received an alert 01 (patient line open) and alert 02 (low flow). The patient came in cold. The patient temperature was 33.5c and nurse needs to rewarm the patient up to 36c slowly and they want to maintain at 36c for 24 hours. The water control showed flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percentage. Mss walked through disconnecting and reconnecting the pads holding behind the clear clamps. They set up the device to rewarm from 33.5c at 0.25c to 36c. They restarted the therapy and the flow rate was 3.1lpm, inlet pressure was -6.9 psi and circulation pump command was 100 percentage. The device lost power during troubleshooting as it was plugged into the bed. They had to plug device into a wall outlet and restarted therapy. The flow rate settled at 3.1lpm, water temperature was 32.4c. Mss discussed options of switching to the cool patient side when patient reaches 36c, setting the target to 36c or leaving the patient on the rewarm side at 36c for 24 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was attempting to initiate hypothermia at 36c on the arctic sun device and received an alert 01 (patient line open) and alert 02 (low flow). The patient came in cold. The patient temperature was 33.5c and nurse needs to rewarm the patient up to 36c slowly and they want to maintain at 36c for 24 hours. The water control showed flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percentage. Mss walked through disconnecting and reconnecting the pads holding behind the clear clamps. They set up the device to rewarm from 33.5c at 0.25c to 36c. They restarted the therapy and the flow rate was 3.1lpm, inlet pressure was -6.9 psi and circulation pump command was 100 percentage. The device lost power during troubleshooting as it was plugged into the bed. They had to plug device into a wall outlet and restarted therapy. The flow rate settled at 3.1lpm, water temperature was 32.4c. Mss discussed options of switching to the cool patient side when patient reaches 36c, setting the target to 36c or leaving the patient on the rewarm side at 36c for 24 hours.

Manufacturer narrative:
The reported issue was confirmed. No sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a failed power supply. However, this cannot be confirmed. A device history record review is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked 'hospital use' or 'hospital grade'." The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia at 36c on the arctic sun device and received an alert 01 (patient line open) and alert 02 (low flow). The patient came in cold. The patient temperature was 33.5c and nurse needs to rewarm the patient up to 36c slowly and they want to maintain at 36c for 24 hours. The water control showed flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump command was 100 percentage. Mss walked through disconnecting and reconnecting the pads holding behind the clear clamps. They set up the device to rewarm from 33.5c at 0.25c to 36c. They restarted the therapy and the flow rate was 3.1lpm, inlet pressure was -6.9 psi and circulation pump command was 100 percentage. The device lost power during troubleshooting as it was plugged into the bed. They had to plug device into a wall outlet and restarted therapy. The flow rate settled at 3.1lpm, water temperature was 32.4c. Mss discussed options of switching to the cool patient side when patient reaches 36c, setting the target to 36c or leaving the patient on the rewarm side at 36c for 24 hours.